Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the pump and intermittent blank screen and tried different batteries and did not work. It was reported that they had damage on the battery compartment and screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked battery tube thread and minor scratches on display window noted. (B)(4).